Manufacturer narrative:
(B)(4). Actual sample was returned for evaluation. Sample was visually inspected. The returned explanted knotted suture had four ends, all of which were cut. No breakages were observed. No conclusion can be drawn. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient completely eviscerated her small bowel. No additional information was provided.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2013 and suture was used. Fours days later, the patient experienced a wound dehiscence with bowel evisceration. During the reoperation on (B)(6) 2013, the surgeon noted that the suture had broken. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).